Event description:
It was reported that during a routine device check, the patient's right ventricular (rv) lead exhibited high thresholds. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.